Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in a fistula. A mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured and a part sheared off into the fistula. Subsequently, a stent was deployed to encase or seal the sheared part of the balloon inside the intimal wall of the stent. No further patient complications were reported and the patient was fine.